Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) leads. The physician also alleged a pacemaker header problem, although it was not confirmed. Session records were requested but were not available. The event was resolved by explanting and replacing the pacemaker, ra lead and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and defective device were not confirmed. The pacer was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.